Event description:
Customer reported hospitalization due to high blood glucose readings of 450 mg/dl and diabetes ketoacidosis. Customer was placed on IV at the hospital. Customer reported symptoms of nausea, headache and vomiting prior to the hospitalization. Customer stated that they were unable to see any delivery while disconnected. Customer declined any further troubleshooting. Customer's blood glucose reading at the time of the call was 433 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.